Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) one day post implant. A lead dislodgement was suspected and x-rays were taken. The physician planned to review the x-ray images, however, had no plans to revise the lead as the patient had good av conduction and had the implanted system for atrial pacing. Rv outputs were increased per physician request. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.